Event description:
Case description: investigational result. Novopen echo plus rouge, batch number: nvgad94. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external). The fault has no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The electronic register was checked. The readout revealed indications of unintended use of the pen. The last dose delivered by user indicated that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. This may be due to a needle with no flow. Visual examination and functional test: the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination: lots of glass like foreign matter was observed at joints round piston rod. The function of the push button was found normal; however, it can not be ruled out that the pen at times has been difficult to push due to broken glass in dosing system. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The force required to depress the push-button was measured. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment observed in the pen mechanism. Name: novorapid, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission following information has been updated investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen echo plus has been returned to novonordisk for evaluation. On preliminary examination, it was found that piston rod is difficult to extract due to accumulation of foreign matter. Damaged pen parts were observed because of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. These issues appear to stem from accidental damage during device use and are not linked to any novo nordisk procedures. The advanced age of the patient (72 years) increases the likelihood of accidental damage to the device, while the presence of type 1 diabetes mellitus poses a risk for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary novopen echo plus rouge, batch number: nvgad94. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external). The fault has no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The electronic register was checked. The readout revealed indications of unintended use of the pen. The last dose delivered by user indicated that the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. This may be due to a needle with no flow. Visual examination and functional test: the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination: lots of glass like foreign matter was observed at joints round piston rod. The function of the push button was found normal; however, it can not be ruled out that the pen at times has been difficult to push due to broken glass in dosing system. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The force required to depress the push-button was measured. The results were found to comply with specifications. The electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment observed in the pen mechanism

Event description:
Unusual glycemic profile since 1 week [blood glucose abnormal], difficult or impossible to get the insulin out. [Device failure], feels a resistance when injecting his dose [device physical property issue], doesn't know if the product has been injected correctly [device delivery system issue], difficult or impossible to get the insulin out by pressing the button [device malfunction]. Case description: this serious regulatory authority spontaneous case from france was reported via ansm (the national agency for the safety of medicines and health products), fr by a pharmacist as "unusual glycemic profile since 1 week (blood glucose abnormal)" beginning on (B)(6) 2024, "difficult or impossible to get the insulin out (device failure)" beginning on (B)(6) 2024, "feels a resistance when injecting his dose (resistance to movement in device)" beginning on (B)(6) 2024, "doesn't know if the product has been injected correctly (inaccurate delivery by device)" beginning on (B)(6) 2024, "difficult or impossible to get the insulin out by pressing the button (device component malfunction)" beginning on (B)(6) 2024, and concerned a 867 months old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication". Patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen echo plus: novorapid: current condition: type 1 diabetes mellitus. (Duration not reported). On an unknown date on (B)(6) 2024, patient had a problem with pen for about a week and feels a resistance when injecting his dose, which was not the case before and it was difficult or impossible to get the insulin out by pressing the button. Patient didn't know if the product has been injected correctly, and the proof was that his glycemic profile (blood glucose) is unusual since 1 week. On an unknown date, the adverse event ended when the new pen was sent. Batch numbers: novopen echo plus: nvgad94, novorapid: not available. Action taken to novopen echo plus was reported as unknown. Action taken to novorapid was not reported. The outcome for the event "unusual glycemic profile since 1 week (blood glucose abnormal)" was recovered. The outcome for the event "difficult or impossible to get the insulin out (device failure)" was not reported. The outcome for the event "feels a resistance when injecting his dose (resistance to movement in device)" was not reported. The outcome for the event "doesn't know if the product has been injected correctly (inaccurate delivery by device)" was not reported. The outcome for the event "difficult or impossible to get the insulin out by pressing the button (device component malfunction)" was not reported. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number, reference ID#: (B)(4), reference notes: reference type: e2b report duplicate, reference ID#: (B)(4), reference notes: ansm (national agency for the safety of medicine and health products), fr. Preliminary manufacturer's comment: 24-jan-2025: the suspected device has been returned to novonordisk for evaluation. Investigation is ongoing. Company comment: blood glucose abnormal is assessed as listed event according to novonordisk current reference safety information onnovorapid. Medical history of diabetes and elderly age of the patient are assessed as significant risk factors for the reported event. Information on concomitant illness and medications, duration of diabetes and associated complications if any, action taken are unavailable for thorough medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3: continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.